Event description:
It was reported that at the implant procedure, a lead became stuck in the chordae tendineae. A second lead was attempted but could not pass due to the patient's anatomy. The physician connected the device and stopped the procedure. The next day an expert was invited in who removed the first lead and moved the 2nd lead to a better position. The 2nd lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.